Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a laparoscopic roux-en-y gastric bypass surgery where the device was used, post-operative bleeding occurred. The customer believes the device had performed an inadequate seal on a vessel covered in fat tissue. Over 500ml of bleeding resulted, and the patient was returned to the operating room eight hours after the original surgery to sew the bleeding site at the root of small bowel mesentery. The event led to extended patient hospitalization. End tones had been heard during the original procedure when sealing with the device. The device had been in use with an ft10 generator.